Event description:
It was reported that an ambulatory infusion pump exhibited a "no disposable attached" alarm. No patient details were provided.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "no disposable alarm". Visual inspection revealed pump to be in good condition other than a scratched screen. Inspection of the pump's event log is not applicable. A cassette was attached to the device and ran with no issues. The investigator was not able to duplicate the "no disposable" alarms. The upstream sensor was recalibrated as a preventive measure. The scratched screen was replaced. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.